Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she tried to do a bolus of 6 units but the insulin pump started blinking and the bolus was stopped. The customer's blood glucose level was 402 mg/dl. The customer had felt ok. The customer stated that she needed to eat and understood how to clear the alarms. The customer was advised to monitor the insulin pump and call back for any issues. The device will not be returned for analysis.